Manufacturer narrative:
The reported events of failure to capture, failure to sense and high pacing impedance were not confirmed. A complete lead was returned in one piece with helix found partially extended and clogged with blood. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test defibrillator (ICD) device and is-4 connector sleeve. Dimensional analysis of the connector boot was measured within the product specifications. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for a routine implant. It was noted that the physician was unable to find acceptable measurements when fixing the right ventricular (rv) lead. No sensing or pacing could be obtained and pacing impedance was high. After 30 min of trying and changing surgical cables with no success, the rv lead was exchanged. The new rv lead was implanted on first attempt with acceptable measurements. There were no patient consequences.